Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she needs her ins restarted. The patient stated she hadn't used or charged the ins during the pandemic. The patient stated her pain started back severely so she tried to use it again (B)(6) 2020 but she was not able to connect to charge. The patient stated she is not seeing a pain management hcp for the ins but she is seeing a physical therapist. Patient services sent a message to the local field representative about giving the patient a call. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Rep reported that they met with patient and tried to jump start it but unsuccessful. Rep reported patient was referred to get a replacement.